Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to hyperglycemia on (B)(6) 2020 with over 600 mg/dl blood glucose level. Customer had declined to troubleshooting, as they did not even using the insulin pump any more. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.